Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 40 occurrences of containing foreign matter, six cases of molding defects, 14 incorrect labels, and 110 instances of air bubbles in the product before use. The following has been provided by the initial reporter: fm in separator x26. Deformed tube x6. Defective marking x14. Dirty shield x1. Embedded fm x3. Dirty tube x13. Air bubbles in gel x108. Air bubbles in tube x2.